Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 7 months after the dental implants was installed in intraoral region # 2 it was verified its non osseointegration. A 32 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type IV).